Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer complained of the insulin pump reading the reservoir volume inaccurately. Troubleshooting was performed and the insulin pump failed the displacement test twice. The customer was advised to revert to a backup plan of manual injections until a replacement insulin pump could be delivered to her.